Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, there was a kink on the device that prevented it from bowing. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, there was a kink on the device that prevented it from bowing. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination, found that the working length and distal tip with exposed cut wire were severely twisted. The orientation of the device did not meet specification. A functional evaluation, found that the device tip would not bow when the handle was actuated due to the twisted distal tip/cut wire. After untwisting the device, the device would bow but not in plane due to the condition of the distal tip. The length of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the condition of the complaint is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.